Event description:
Procedure: appendectomy. According to the reporter: retrieval bag broke during removal of difficult fibrotic specimen. Device fragment fell into pt's cavity. Metal ring and part of the bag removed. X-ray taken to confirm all pieces removed but it has since been confirmed that the bag would not show up on x-ray and surgeon was informed of this. No unintended re-operation required. No unanticipated tissue loss. No unanticipated extension of incision or blood loss. Surgical time was not delayed by more than 30 minutes.

Manufacturer narrative:
(B)(4).